Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 12 atms on the sixth inflation. (The number of atm's reached on the initial five inflations is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a slightly tortuous mid rca. The procedure was successfully completed. Pt status is reported as 'good'.